Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case rear- damaged/cracked ail sensor assembly- cracked housing case front- damaged/cracked non supported part installed recall affected there was no patient involvement reserialization and any necessary repair- 02/04/2020 09:19:16 lauryne wasan (lwasan) npi confirmed. New serial number assigned to serial number due to duplicate serial number, (B)(4). Customer, michele gmerek, at 864.455.3261 confirmed duplicate and is aware of the reserialization process. New sn 2001353 / hospital asset tag # 116680 is being assigned to RMA 301553781. 4feb2020lw